Event description:
During a coronary drug eluting stenting treatment procedure there was stent damage. Upon opening the package of a 4.0x8mm taxus express2 drug eluting stent, it was noticed that the distal edge of the stent struts were slightly flared. The procedure was completed with another device. No pt injuries or complications were reported.